Event description:
The customer reported being hospitalized for hyperglycemia, with a blood glucose reading of 668 mg/dl. Prior to the event, the customer stated that he woke up with aching muscles. The customer delivered boluses and changed the infusion set, but continued to experience elevated blood glucose levels. The customer's blood glucose levels came down after delivering a manual injection. The customer stated that the cannulas were bent in three places when removed. The customer uses the mio, mmt-975, lot#3700039. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but failed the high pressure test. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.